Event description:
The complainant reports an under delivery. The reporter indicated that the intended delivery amount was 2200ml to be delivered over 24 hours at a rate of 180 ml/hour. The actual amount delivered was not reported. The reporter stated that the nutrition did not pass through the pump.

Manufacturer narrative:
(B) (4). The testing and investigation results were received and the complaint for under delivery was confirmed. The piston transducer was not correctly assembled and the rear cover was damaged. Abbott's internal procedures and standard manufacturing processes check for proper operation of the piston transducer before the pump is released for distribution. The most probable root cause of the companion enteral pump piston transducer being incorrectly assembled has not been determined. However, the following factor could have caused or otherwise contributed; pump disassembled and reassembled incorrectly after final distribution. The device reported, list number 00083, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00084, that is marketed domestically. (B) (4)